Manufacturer narrative:
(B)(6) 2007. Resorbable ceramic granules, minimally invasive posterior instrumentation, peek interbody devices. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A query of the entire complaint history of this part was conducted on (B)(6) 2012, which did not contribute any additional information to this investigation. No further action is required at this time - this investigation is considered closed. A review of the certificates of analysis and packing list for the infuse bone graft kit was not possible without further product information. (B)(4).

Manufacturer narrative:
Add'l info: (B)(4).

Event description:
It was reported that on (B)(6) 2004 patient underwent MRI for lumbar spine for myelopathy, pain. Findings: the vertebral body bony alignment and curvature was essentially normal. The bone marrow signal intensity was benign. There was superior endplate deformity involving the anterior aspect of t2. There were moderate degenerative disc and endplate changes at the c5-6 level. (B)(6) 2005 patient presented with office today for evaluation of chronic pain lower back and leg pain and numbness. The symptoms appear to be most consistent with an l5 distribution. (B)(6) 2007 the patient presented with symptomatic lumbar spinal stenosis and bilateral lumbar- radiculopathy, left much greater than right. Secondary to foraminal narrowing at l5-81. Follow-up MRI scans demonstrated evidence of soft tissue density within the neural foramina and it was felt that this represented an intraforaminal disc protrusion rather than epidural fibrosis. (B)(6) 2007 the patient presented the following pre-op diagnosis: symptomatic lumbar spinal stenosis and bilateral lumbar radiculopathy left greater than right secondary to neural foraminal narrowing at l4-5 on the left and bilaterally l5-s1. Patient underwent the following procedure: 1. Microscopic bilateral lumbar segmental decompression l2-3 and l3-4 with lateral recess decompression and foraminotomy at l2 and l3 nerve roots. 2. Re-do lumbar exploration l4-5 and l5-s1 with lateral recess decompression at, the l4, l5 and 61 nerve roots. 3. Left translumbar interbody fusion l5-s1 using cages, rh-bmp2/acs and autologous bone graft. 4. Pedicle screws and rods l4 through s1 with distraction of the foramina left l4-5. 5. Posterior lateral fusion l3 through s1. 6. Bone graft harvesting from the lamina from l2 through l5 and autologous iliac bone graft harvesting from the right posterior iliac crest. 7. Bone marrow aspiration for graft matrix. 8. Intraoperative plasmapheresis for platelet-rich bone growth factors. 9. Intraoperative neurophysiologic monitoring using the nmes system with continuous emg and neuromuscular junction testing x5. As per op notes, the operating microscope was brought into place. Re-exploration at the u4-5and l5-s1 levels was undertaken. The lateral recess decompression at the l4 nerve root as well as l5 and s1 nerve root was performed. There was some moderate foraminal narrowing at the l4-5 level. Medial for amniotomy was, performed decompressing the exiting l4 nerve root. There was severe compression at the l5 nerve root. A complete facetectomy was performed at the l5-s1 level. This allowed full exposure of the l5 nerve root. There was evidence of a far lateral calcified disc herniation causing marked compression of the exiting l5 nerve root. This calcified disc herniation was removed. The interspace was identified, then opened, and sequentially distracted until a 10 x 27 mm cage could be inserted. Once the discectomy was completed and the interspace was prepared for the introduction of the cage, a trial casewag placed and the interspace was distracted_ it was felt that a 10 mm cage could be placed. Bone from the iliac crest which was mixed with the platelet rich substrate was then placed in a sponge with rh-bmp2/acs. This was then placed in the interspace and pushed over and packed to the opposite right side_ further autologous bone was then packed as well. The cage filled with rh-bmp2/acs and autologous bone graft was then tapped into the interspace in a polar fashion going from left to right. This allowed distraction of the interspace. Autologous bone was then packed on the left-hand aide filling up the disk space. Once the distraction graft was placed, intraoperative x-ray, were obtained which showed excellent position of the cage and distraction of the interspace. At that point, the l4, l5 and s1 nerve root. On the left-band side appeared to be well decompressed. With distraction at the l5-s1 level, it was felt that the l5 nerve root would be decompressed on the opposite side. Because of the foraminal narrowing at l4-5, it was elected to go ahead and place pedicle screws both at l4r l5 and s1 with distraction between the pedicles screws at l4 and l5 on the left-hand side. Decompression of the central canal on the opposite side was then undertaken by tilting the patient to the right. There was severe stenosis at the l3-4 level, moderate at l2-3, and lateral recess narrowing at the l3-4 level. There was an extensive amount of scar tissue. This was carefully dissected and removed. There was no further stenosis. No evidence of any dural tear or csf leak. The pedicles were cannulated at l4, l5 and s1 on the left-hand side using the electrified gearshift instrument. The pedicles were cannulated and the gearshift was placed into the mid portion of the cable bodies for measurement. 45-mm screws were placed after tapping the pedicle with a tap. 7.2 mm pedicle screws were placed at 45mm lengths in the pedicle of 4 and 5 on the left side. A 40-mm pedicle screws placed into the s1 pedicle, again using a 7.2 pedicle screw. (B)(6) 2007 the patient came for a follow-up undergoing evaluation for symptomatic lumbar spinal stenosis and bilateral lumbar radiculopathy, left greater than right. Review of the patients MRI scan shows evidence of moderate canal narrowing at the l2-3 level and moderate to severe narrowing at the l3-4 level with post-surgical changes at l4, 5and post-surgical changes at l5-s1 with evidence of lntra-forarminal disk protrusion at l5-s1 on the left. (B)(6) 2007 the patient underwent x-rays 2 views lumbar spine due to low back pain. Impressions: 1. Hardware appears intact, with no evidence of loosening. 2. Moderate lumbar spondylosis and chronic compression fracture of the superior endplate of l1. 3. Calcifications in the right upper quadrant suggest small gallstones. (B)(6) 2007 the patient came for a follow-up status post re-do lumbar decompression and fusion l2/3 through l5/s1. Review of the patient's, ap and lateral view of the lumbar spine shows excellent interbody graft placement ls/s1, pedicle screws and rods from l4 through s1 and posterolateral fusion l3 through s 1. Impressions: 1: stable and satisfactory postoperative recovery status post re-do lumbar decompression and fusion with improvement of the patient's preoperative symptoms. 2. Aching in his lower extremities, probably from increased activity. 3. Marked improvement of the patient', chronic back pain. (B)(6) 2007 the patient came for a follow-up status post re-do lumbar decompression and interbody fusion. Impression: stable and satisfactory postop recovery with improvement of the patient's preoperative symptoms no longer requiring narcotic pain medications. (B)(6) 2007 the patient came for an office visit for the purpose of left s1 region injection of marcaine and depo-medrol. The patient tolerated the procedure well without any major complications. (B)(6) 2007 the patient came for a follow-up approximately five months status post lumbar decompression and fusion for chronic lumbar radiculopathy and symptomatic spinal stenosis. Impression: stable recovery status post lumbar decompression and fusion with bilateral trochanteric bursitis. (B)(6) 2007 the patient presented with low back pain. Assessment: 1. Herniated disc with spinal stenosis plus degenerative changes. 2. Compression fracture of l1. 3. Recent surgery for spinal stenosis.(B)(6) 2007 the patient underwent MRI lumbar spine, w and w/o contrast. Impression: since the previous examination patient has had posterior decompression and fusion. No significant residual canal stenosis is noted from l3-4 through l5-s1. There does appear to be some bilateral neural foramina narrowing. The central canal stenosis at l2,3 appears slightly worse on today's exam than on previous examination and this is likely due to increased posterior lipomatosis. (B)(6) 2007 the patient presented with back pain and left leg pain. Assessment: 1. Low back pain. 2. Fusion l3-s 1, appears intact. 3. Bilateral moderate to severe foraminal stenosis at l4-l5. 4. Quite severe central canal stenosis at l2-l3. The patient underwent x-rays of left hip and pelvis. Impression: there are osteoarthritic changes of the right left hip. Right greater than left, no other significant abnormality. The pelvic structures. Postop changes from previous laminectomy and posterior fusion of the lumbar region. (B)(6) 2007 the patient presented with complaints of back pain, and left hip pain. Assessment: 1. Herniated disc with osteoarthritis and degenerative changes of the spine with two surgeries, the last one a fusion of l3-through s1. 2. He's got moderate to severe stenosis at l2-l3. 3. He's got bilateral osteoarthritis. Worse on the right by x-ray, but pain worse on the left. (B)(6) 2007 the patient complaints of left hip and back pain. Assessment: 1. Bilateral arthritis of the hips with significant pain only in the left hip. 2. Prior surgeries x 2 of the lumbar spine with fusion of l3 through s1. 3. Some scar formation around the 81 nerve root. 4. Severe spinal stenosis at l2-l3, the level above the surgery. (B)(6) 2007 the patient came for a follow-up with chronic lower back pain as well as pain in his left hip which is felt to be trochanteric bursitis. MRI impressions: 1. Status post lumbar decompression and fusion with bilateral trochanteric bursitis, left greater than right. 2. No convincing evidence of significant spinal stenosis at the l2-3 level. There is some mild stenosis on the trans axial view, no clinical evidence of neurogenic claudication symptoms at this time. 3, osteoarthritis of both hips. 4. Chronic neuropathic pain left l-5 distribution. X-rays shows evidence of degenerative changes of both hips, right greater than left. (B)(6) 2007 patient presened for MRI of lumbar spine. (B)(6) 2007 patient presented for bilateral hip pain. Impression: for all of the patients pain is more likely neuritic in origin and had moderate to severe stenosis at the l2-3 level. (B)(6) 2007 the patient presented with pain in his left hip and back. Assessment: 1. Compression fracture l1. 2. Spinal stenosis with surgery. 3. Degenerative changes at l2-l3 with a herniated disc and some stenosis at that level. 4. Mild arthritis left hip. (B)(6) 2008 the patient presented with low back pain, left leg pain. Assessment: 1. Compression fracture. 2. Herniated discs with associated degenerative changes leading to foraminal stenosis, spinal stenosis, degenerative disc disease. Degenerative disease in the hips, much worse on the right, but really asymptomatic on the right hip. There is mild hip pain on the left on range of motion but has been evaluated by an orthopedic surgeon who doesn't feel it's severe nor indicates the need forsurgery. (B)(6) 2008 the patient came for an office visit due to severe osteoarthritis of his back, foraminal stenosis, particularly at the s I-s2 level, as well as increasing spinal stenosis at l2-l3, which was not operated on. All these issues contributing to his inability to work. Assessment: 1. Compression fracture lumbar spine. 2. Spinal stenosis foraminal stenosis causing left radicular symptoms. 3. Osteoarthritis both hips. 4. Prior surgery with fusion at two levels, decompression at another level, now spinal stenosis at the level above where the surgery was performed as well. (B)(6) 2008 the patient presented with low back pain, left leg pain. Assessment: 1. Compression fracture lumbar spine. 2. Straining injury with herniated discs status post two surgeries, decompression and fusion, latter fusion was l3 through s1 and a decompression at l2- l3. Now mrl shows significant central canal stenosis at l2-l3. (B)(6) 2008 the patient underwent MRI of spine w <(>&<)> w/o contrast due to back pain. Impression: post-op changes from l3-s1 without evidence of disc herniation or neural impingement. (B)(6) 2008 the patient presented with painful right knee and back. Assessment: 1. Traumatic compression fracture lumbar spine. 2. Spinal stenosis, foraminal stenosis, radicular symptoms down the left leg. 3. Osteoarthritis both hips. 4. Prior surgery with fusion at two levels, decompression at another level, now spinal stenosis at the level above where the surgery was performed. 5. Osteoarthritis right knee. (B)(6) 2008 the patient presented with painful back. Assessment: 1. Spondylosis in the lumbar spine with spinal stenosis status post decompression, surgery, and fusion with continued low back pain and leg pain. 2. Arthritis in both hips, mild to moderate on the right and mild on the left. 3. Osteoarthritis on the right knee and possible internal derangement. (B)(6) 2008 patient presented in office visit for his ongoing right knee which was variable and accompanied by swelling on several occasions, especially after a fall. Patient presented to secondary to the residual nerve damage in his left lower extremity. (B)(6) 2008 the patient presented with lumbar pain. Assessment: 1. Spondylosis lumbar spine with spinal stenosis status post decompression surgery and fusion by dr. (B)(6) with continued low back pain. 2. Arthritis both hips, mild to moderate on the right and mild on the left. 3. Osteoarthritis right and left knees. (B)(6) 2009 the patient presented with low back pain and right thigh pain. Assessment: fusion l3 through s1 with spinal stenosis at l2-l3 and possibly l4-l5 as well. Osteoarthritis both hips, mild on x-ray. (B)(6) 2009 the patient underwent MRI of lumbar spine w <(>&<)> w/o contrast due to low back pain. Impression: 1. Table post-op changes from l3-s1 without evidence of disc herniation or nerve root impingement. 2. Slight increase in mild to moderate canal stenosis at l2-l3. 3. Stable mild central canal stenosis at l3-4. (B)(6) 2009 the patient presented with low back and right leg pain. Assessment: 1. Herniated lumbar disc with fusion l3 to s1. 2. Foraminal and spinal stenosis l2-l3, moderate, with prior laminectomy at that level. 3. Stable spinal stenosis l3-l4. (B)(6) 2009 the patient came for a follow-up with stabbing pain in the right leg. Ros: positive for hearing loss, vision loss, snoring problems, sleep apnea, skin cancer, back and neck problems, arthritis and physical limitations. MRI impressions: 1, right leg pain suggestive of 8-1 radiculopathy without evidence of convincing nerve root compression. 2. Mild to moderate stenosis l2,3 this may or may not be contributing to the patient's right leg symptoms, (B)(6) 2009 the patient presented with the following pre-op diagnosis: lumbar disc displacement without myelopathy, intervertebral disc disorder of the lumbar spine without myelopathy. Patient underwent the following procedure: lumbar inter-laminar steroid injection at l2-3 under fluoroscopy. No complications were noted. (B)(6) 2009 the patient presented with the following pre-op diagnosis: lumbar disc displacement without myelopathy, intervertebral disc disorder of the lumbar spine without myelopathy, lumbar stenosis. He underwent the following procedure: lumbar inter-laminar steroid injection at t2-3 under fluoroscopy. No complications were noted. Patient underwent lumbar interlaminar steroid injection at l2-3 under fluoroscopy. (B)(6) 2009 the patient came for a follow-up. Examination indicated musculoskeletal discomfort and numbness in an l-2 and l-3 distribution. Impression: symptomatic lumbar spinal stenosis l2-3. (B)(6) 2009 patient presented for MRI lumbar spine, pre and post contrast. Patient underwent a dose of optimark was injected withtout apparent complicaitns. (B)(6) 2009 the patient presented with low back pain and left leg pain. Assessment: spinal stenosis, herniated discs, with two surgeries in the past and another surgery to decompress level l2-l3. (B)(6) 2009 the patient came for a follow-up with persistent lower back and bilateral leg pain, right greater than left. The symptoms radiate into the anterior thigh. Work up revealed evidence of stenosis at l2-3. MRI impression: symptomatic lumbar spinal stenosis l2-3, right greater than left. X-ray impression: osteoarthritis of both hips, right much greater than left.(B)(6) 2009 the patient presented with the following pre-op diagnosis symptomatic lumbar spinal stenosis l2-3, right greater than left. Patient underwent the following procedure: metrx microscopic bilateral lumbar segmental decompression l2-3 with lateral recess decompression of the l2 and l3 nerve roots converted into a redo total laminectomy l2, partial of l3, with lateral recess decompression of the l2 and l3 nerve roots. 2. Microscopic primary repair of incidental dural tear l2-3. 3. Intraoperative fluoroscopy less than 1 hour. No complications except for the old dural tear which was repaired primarily. MRI impression: symptomatic lumbar spinal stenosis l2-3, right greater than left. X-ray impression: osteoarthritis of both hips, right much greater than left. (B)(6) 2009 patient was discharged. (B)(6) 2009 the patient came for a follow-up visit approximately 3 weeks status post re-do lumbar decompression at the l2-3 level. Patient has symptomatic spinal stenosis. Impression: stable and satisfactory post op recovery status post re-do lumbar decompression at l2-3, complicated by dural tear, which was repaired primarily. (B)(6) 2009 the patient presented with low back pain. Assessment: 1. Herniated discs with fusion lumbar spine l3 to 81 and recent de compression l2-l3, underlying osteoarthritis and degenerative changes. 2. Carpal tunnel bilateral with surgery on the left and he's scheduled to get surgery on the right here shortly. 3. Bilateral cataracts which have been removed and actually his vision is much improved. 4. He also has actinic keratosis on the face and he's going to see somebody about that. (B)(6) 2009 the patient presented with increased left leg pain in the past month. Assessment: herniated disc with fusion of the lumbar spine, osteoarthritis and degenerative disc disease underlying. The increased pain that he is suffering is likely due to increasing scar tissue in the surgical area, which has been a problem for him the past. (B)(6) 2009 the patient presented with low back pain. Assessment: 1. Lumbar strain with fusion l3 to s1. 2. Decompression l2-l3. (B)(6) 2009 the patient presented with painful low back. Assessment: herniated disc at l2-l3 with fusion at l3 to s1, anterior compression at l1 stable, severe degenerative changes in the low back as well. (B)(6) 2010 patient presented for leg and hip pain. (B)(6) 2010 the patient underwent MRI w/o contrast. Impression: 1. No significant change from prior exam. 2. Stable multi-level postoperative changes as detailed above. 3. Persistent variable foraminal narrowing, as detailed above. 4. Mild to moderate central spinal stenosis l2-l3. Mild central spinal stenosis l3-l4. Unchanged. (B)(6) 2010 the patient presented with low back pain, left leg pain. Assessment: herniated disc at l2-l3 with fusion at l3 to s1. Anterior compression of l1. Stable degenerative changes. Scarring around the left s1 nerve root. (B)(6) 2010 the patient presented with pain in both legs. Assessment: herniated disc at l2-3 with fusion at l3 to s1. Anterior compression of l1. Stable degenerative changes with scarring around the left l5 nerve root. (B)(6) 2010 the patient presents for purposes of a closing and rating examination. Impression: the patient is status post multiple back procedures with multilevel fusion. He has electro diagnostically proven deinnervation. He has limitations on ambulation, range of motion and has abnormal reflexes. (B)(6) 2010 the patient presented with low back and legs pain. Assessment: severe degenerative spinal disease with radiculopathy con firmed by nerve conduction studies. The patient may well have injured his right hip and knee in these falls and as such this injury would be a direct downstream consequence of his back injury. (B)(6) 2010 patient visited office for follow-up for mr of lumbar. There were multiple level degenerative changes and post-operative changes from previous right-sided l2-3 laminectomy, partial facetectomy and plif l4-5, l5-s1. There were bulged disc and mild disc space narrowing presented with dehydration changes within the disc space at l2-3., l3-4, l4-5. There was mild to moderate forminal stenosis. Impression: stable appearance. Posop changes and multiple level generative changes were presented. (B)(6) 2010 the patient visited ER due to bad fall. Assessment: exacerbation of his work related injury of (B)(6) 1995 due to a fall at home. (B)(6) 2010 the patient presented with problems with the low back and the legs, particularly the right thigh, where he feels sharp stinging, stabbing pains, and the left leg feels likeits stinging. Assessment: lumbar strain with degenerative disease of the spine and radiculopathy. Right leg pain. Right knee pain. (B)(6) 2010 the patient came for follow-up visit with complaints of pain involving the lower back radiating into both thighs. Right more than the left. The MRI of the lumbar spine which showed persistent disc bulge at l2-3 level. He also has moderate central canal and bilateral lateral recess stenosis." (B)(6) 2010 the patient presented with the sharp, stabbing pain in his right thigh. Assessment: herniated lumbar disc and sprain/strain lumbar with leg pain. (B)(6) 2010 the patient presented with the following pre-op diagnosis: lumbar disc displacement without myelopathy, lumbar stenosis. He patient underwent the following procedure: fluoroscopically guided right selective nerve root block at lumbar level l2-3. Indication: chronic low back pain, radiculopathy, positive physical signs and tests for radiculopathy. No complications were noted. (B)(6) 2010 as per medical records, assessment: multilevel degenerative spine disease, now complicated by osteoarthritis in the right hip and knee. Those problems are being addressed separately. (B)(6) 2010 as per medical records, assessment: multi-level degenerative spine disease with osteoarthritis in the right hip and knees. (B)(6) 2010 patient admitted for right total knee replacement arthroplasty. Indication: disabling arthritis. (B)(6) 2010 patient was discharged from hospital. (B)(6) 2010 the patient presented with back and bilateral leg pain. Assessment: lumbar strain with sciatica. (B)(6) 2011 the patient presented with serious back pain. Assessment: back and leg pain due to lumbar strain with dol (B)(6) 1995 with lumbar disc displacement and sciatica. (B)(6) 2011 the patient presented with weakness in both legs. Assessment: lumbar strain with underlying lumbar degenerative disease, previous surgery, lots of scar tissue. (B)(6) 2011 the patient presented with stabbing pain in the left thigh and the right thigh periodically, depending on how much he walks. Assessment: lumbar disc displacement and lumbar strain, stable with impairment. (B)(6) 2011 the patient presented for gotten much worse, he had night cramps in the left leg. Assessment: lumbar disc disease with a herniated lumbar disc that's been operated on. He has persistent radicular pain. (B)(6) 2011 patient presented for having severe wrist pain that was interfering with his sleep and this was related to leaning on both of his canes. X-rays of both wrists showed severe chronic changes, including osteoarthritis, widening of the radioscaphoid joint with degenerative change, and scapulolunate joint disassociation on both wrists. Assessment: patient has osteoarthritis of the wrists which has been lit up by chronic use of two canes in order to ambulate, and the cane use was a downstream consequence ofhis lumbar disc displacement and lumbar strain. The mechanism of injury of leaning on his canes is very likely to have specifically exacerbated the widening of the radioscaphoid joint. (B)(6) 2011 patent presented new pain in the medial shoulder blade on the right side. Assessment: it was reported that on .(B)(6) 2011 patient presented with dizziness from an inner ear infection. Assessment: herniated lumbar disc with chronic radiculopathy. He also has an unrelated right hip degenerative with an upcoming hip replacement. (B)(6) 2011 patient presented with serious back pain. Assessment: back and leg pain due to lumbar strain with doi (B)(6) 1995 with lumbar disc displacement and sciatica. (B)(6) 2011 patient presented with increased pain in right leg. Assessment: lumbar disc displacement with radiculopathy, lumbar strain, wrist pain from leaning on his cane. (B)(6) 2011 patient presented with weaker both legs and causing more pain. Assessment: lumbar strain with underlying lumbar generative disease, previous surgery, lots of scar tissue. (B)(6) 2011 patient presented with lot of pain. Assessment: lumbar strain and displaced lumbar discs. (B)(6) 2012 the patient underwent MRI of lumbar spine w <(>&<)> w/o contrast due to back pain and radiculopathy and multiple surgeries. Impression: postoperative changes of posterior lumbar interbody fusion at l4-5 and l5-s1. Prior laminectomies at other levels. The most significant findings consist of residual moderate canal stenosis at l3-4 from bulky facet hypertrophy. There is also moderate bilateral lateral canal and neural foramina stenosis at this level. (B)(6) 2011 patient presented after his hip replacement, which was done on (B)(6). Assessment: lumbar disc displacement with bilateral radiculopathy somewhat exacerbated by recent hip surgery. (B)(6) 2011 patient presented for back pain which was really bad. (B)(6) 2012 patient presented for his wrist was sore and swollen. His balance was very poor. Assessment: persistent lumbar pain and sciatica, secondary to lumbar spinal stenosis and a fractured lumbar vertebra on the date of the industrial injury in 1995. (B)(6) 2012 patient had diffuse musculoskeletal complaints. (B)(6) 2012 patient presented for degenerative joint disease and degenerative disc disease. He indicated that he had a flank pain. (B)(6) 2012 patient presented for back pain. Assessment: low back strain, exacerbation of djd. (B)(6) 2012. Patient presented for medication refill and follow-up. (B)(6) 2012 patient presented for exacerbation of his low back pain radiating down his left leg. (B)(6) 2012 patient presented for the problems: problem: sciatica, spinal stenosis, fractured lumbar vertebrae. (B)(6) 2012 the patient came for evaluation regarding his left-sided back and leg pain symptoms. Impression: subjective lower back and severe left leg pain suggestive of possible l-2 or l-3 radiculopathy. (B)(6) 2012 the patient came for a follow-up with stabbing back and leg pain. The ros indicated sleep apnea, back pain, physical limits, frequent falls and numbness. He underwent MRI can with and without gadolinium. Impression: lower back and left leg pain symptoms secondary to arthritis of the lumbar spine. No evidence of any significant neural compression.

Event description:
It was reported that the patient underwent a 3 level posterior fusion related to a prior injury. Strips of rhbmp-2/acs were laid in the gutter. The surgery was 9.5 hours long. The patient underwent another surgery approximately 5 years later for stenosis and scar tissue. The surgery lasted six hours. No additional information pertaining to this surgery was provided. Reportedly, the rhbmp-2/acs used in the 3 level fusion surgery has caused complications resulting in continued back and leg pain, and the patient "will not be able to walk much longer."